Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8731sc, serial#:(B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain and failed back surgery syndrome. The pump originally contained an unknown brand of morphine with a concentration of 10 mg/ml at a dose of 0.743 mg/day. The drug information was being updated to an unknown brand of morphine with a concentration of 5 mg/ml at a dose of 0.7419 mg/day. It was reported a catheter event had been confirmed. The representative stated the patient was currently having a pump replacement due to normal early replacement indicator (eri). The representative stated they performed a 0.3 ml back table prime prior to placing in the pump. The representative reported the hcp tried to aspirate from the catheter access port (cap), but was unable to, so they decided to leave the old drug in the catheter since the hcp didn¿t want to bolus the patient while performed a catheter dye study. The reason for the call was the representative wanted to review how to perform the modified bridge bolus since there was still old drug in the catheter and new drug in the reservoir and pump tubing. The catheter volume was 0.207 ml, the bolus amount was 1.035 mg, and the bolus duration was 33 hours and 26 minutes. No patient symptoms were reported. The representative was to follow-up with the hcp.